Event description:
Atrial pacing lead failure. Lead impedance rise noted in 2000. (508 to 1271 ohms bipolar). Up to 1525 ohms in 1/01 - reprog to unipolar pace and sense with lead impedance of 463 ohms. Impedance 2 mos later: 1344 bipolar and 477 unipolar - function ok. One month later: pt feels strange sensation in chest - cxr shows insulation failure (per dr) ch 1 (atrial) turned off 2001.